Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effects of ischemia, occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 3.0x38 mm esprit btk scaffold was implanted in the right proximal posterior tibial artery. On (B)(6) 2025, the patient had redness and pain during a follow up visit. Angiogram was scheduled for (B)(6) 2026. On (B)(6) 2026 the patient was re-admitted to the hospital for an angiogram, which revealed re-occlusion of right superficial femoral artery, popliteal and posterior tibial arteries. Lower limb revascularization was performed on (B)(6) 2026. Recanalization was performed in the occluded superficial femoral artery and popliteal artery, and posterior tibial artery. Balloon angioplasty was performed. No additional information was provided.